Manufacturer narrative:
One sample lot 24109021 and one sample lot 24079174 was returned for investigation. The sets were examined for defects and abnormalities. No defects or abnormalities were observed. The sets were primed with water and no leaks were observed. The sets were pressurized at 30 psi for 10 minutes. A leak was observed for lot 24109021 at the connection to the extension set. A leak was seen at the texium to male luer connection. The customer complaint was verified. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
No additional information.

Manufacturer narrative:
Batch #: 24109021, 24079174. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite texium secondary set was damaged. The following information was received by the initial reporter with the following verbatim: it was reported by customer that drug came out from pharmacy with bonded texium tubing as usual. Rn was wearing complete ppe but had a thought to put a chemo absorbent pad directly underneath the area of intended connection (as we have communicated to staff to be extra careful now). Rn correctly connected bonded texium tubing to upper y-site alaris tube connection as usual practice. Rn involved reports there was no resistance or indication that the connection or process of screwing in the texium cap into the y-site was done incorrectly or broken. Infusion rn reports approximately 10 seconds later; she noted that the bevacizumab was leaking drops from the concerned site onto the chemo absorbent pad.